Manufacturer narrative:
According to the unicel dxc 600/800 service manual, there are safety object caution warning labels on the cap piercer cover and cap piercer assembly (side and top) to alert operators of personal injury if covers are not in place. In addition, the service manual also states to "keep clothing and fingers away from moving components. It is easy to slip, lose a tie, or get cut while working near one of these devices". The associate attended regular internal ehs trainings on how to avoid accidents/injuries during work. The associate followed the instructions, but he stated that he was probably distracted. In addition, the associate received technical training. This training covers how to operate the instrument as well as what potential hazards to avoid.

Event description:
The beckman coulter environmental health and safety (ehs) department in (B)(4) became aware of an incident involving an injury to a beckman coulter field service engineer. The fse injured his left thumb and fingertip after adjusting the motor of the spindle driver on the cap piercer assembly. The cut on his fingertip was sutured. The associate took two days off work and has fully recovered. After adjusting the motor of the spindle driver, the fse initialized (home) the instrument. When the instrument goes from a stopped state to a home state, this will initialize all the motors and move them to the home position. During this movement, the fse had his left thumb between the spindle carriage and mechanical end stop which caused his finger to get pinched and cut. The fse did admit he was possibly distracted during time of incident.